Event description:
During knee arthroscopy the intelijet unit began pumping at a high rate. The unit was reading a normal pressure but was pumping at such a rate that the doctor went through 6 bags of saline in less than 5 minutes. The surgery was continued and completed. Immediately after the case the pt had a small amount of swelling but did not experience any injuries or complications. The unit was immediately examined by the hosp and by a smith & nephew sales rep and no problems were found. The unit was performing according to specs.